Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump keypad was not working. This report is made based on the allegation of the keypad issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/05/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The up arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.